Event description:
The patient presented with a total occlusion of the iliac artery. During the procedure, a guidewire was inserted through a contralateral access site and was advanced until the guidewire exited out through an ipsilateral access site distal to the targeted treatment site. A gore viabahn endoprosthesis was then advanced via contralateral approach and over a .014" guidewire, without the aide of an introducer sheath. The endoprosthesis deployed successfully; however, during the delivery catheter removal, 2-3 cm of the delivery catheter's distal shaft and the distal tip became detached; however, the distal shaft and distal tip remained on the guidewire. The detached distal shaft and distal tip was successfully removed from guidewire using the ipsilateral access site.

Manufacturer narrative:
(Method) - review of the manufacturing paperwork has been conducted. (Results) - the review of the manufacturing paperwork verified that this lot met all re-release specifications. (Conclusions) - the endoprosthesis remained implanted; however, the distal shaft and distal tip were discarded by the user.